Event description:
It was reported that catheter was inserted without problems. After a few minutes of pumping, blood was observed in helium tubing. Iab was removed and replaced. No associated pt complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.